Event description:
A report was received that the patients ipg outline was visible on the skin and the patient was able to grab the stimulator. It was noted that the patients ipg was warm and painful when pressed.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated.

Event description:
A report was received that the patients ipg outline was visible on the skin and the patient was able to grab the stimulator. It was noted that the patients ipg was warm and painful when pressed.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The explanted ipg was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg outline was visible on the skin and the patient was able to grab the stimulator. It was noted that the patients ipg was warm and painful when pressed.